Event description:
It was reported that during a pph procedure, the staples from the device fired into rectum, creating a staple line which essentially stapled shut the rectum except for one small corner, which was barely open. A diverting ileostomy was performed. The pt was reoperated in 2005 twice; however, no specifics are provided. There was no further consequence to the pt reported.